Event description:
It was reported that the devices sterility was compromised. The 85% stenosed target lesion, with a length of 28 mm and a vessel diameter of 2.75 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. During preparation, it was noticed that the intravascular ultrasound (ivus) catheter package was incomplete and did not guarantee sterility. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. The accessories and packaging were not returned. The media returned by the customer was inspected and showed no evidence of the reported issues.

Event description:
It was reported that the devices sterility was compromised. The 85% stenosed target lesion, with a length of 28 mm and a vessel diameter of 2.75 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. During preparation, it was noticed that the intravascular ultrasound (ivus) catheter package was incomplete and did not guarantee sterility. The procedure was completed with another of the same device. The patient condition following procedure was stable.